Event description:
It was reported that there was a patient circuit disconnection but no alarms were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the patient¿s family member made the nurse aware that the patient would like to be suctioned. Upon entering the room and asking patient if it was her mouth that she needed suctioned instead of her ett she nodded yes and pointed to the ventilator tubing which was not connected to the ett. The tubing was quickly reattached. The ventilator was not alarming during this event and disconnection (air blowing from the ventilator) could not be heard due to the end being obstructed by the ballard. The ventilator functioned normally once connected. On the ventilator screen there was a silence time down showing but the critical alarm did not override this alarm silencing. Information how the patient breathing circuit became disconnected has not been received. No service on the ventilator has been requested by the hospital. There was no recurrence of the reported issue. No information has been received regarding any parts replacement. The ventilator has been returned for clinical use. Provided ventilator logs were reviewed. Alarms for volume delivery restricted has been generated. If the y-piece is blocked as reported in this case (obstructed by the ballard), alarms for volume delivery restricted will be generated in prvc mode, provided the patient is disconnected long enough for the volume to count down. There will also be volume delivery restricted alarms because the ventilator will try to increase the drive pressure until it reaches 5 cmh2o below the upper pressure limit. The log posts shows that these alarms have been constantly silenced. There are no indications of a ventilator malfunction. H3 other text : 4117.